Manufacturer narrative:
The device was not returned from customer to manufacturer. Lot# was unavailable. According to customer's allegation, "3rd party irrigation tubing has an over plastic" and there was no other allegation to our product. As the customer connected the connection port (made of plastic) of 3rd party irrigation tube (manufactured by medivator) to the ruler port (metal)of water jet irrigation tube (of-b113) , the plastic connection port bit on the metal ruler port. We checked our complaint record and there was no same allegation. We concluded this is isolated issue and no further action is required. This report is being filed as part of the pentax backlog management plan.

Event description:
The screw pitch of 3rd party irrigation tubing has an over plastic that makes it difficult to unscrewing the tubing of-b113. It is necessary to replace the three boxes purchased by our customer by another batch. This event occurred at the time of after use. There was no report of patient harm.